Event description:
The customer reported being hospitalized due to urinary tract infection and high blood glucose of 600 mg/dl. The customer was admitted in the intensive care for five days. The customer was experiencing high glucose for the past four months. The customer's most recent glucose reading was 257, and she has treated with the insulin pump. Reviewed the programming and found that the daily total was less than the total basal. Ran a fixed prime and high pressure test and the tests passed. The customer stated that her basals were increased while staying at the hosp. The customer mentioned waking up with high glucose and having high glucose when she skips meals. The customer stated that she believes the insulin pump was not delivering the basal. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.